Manufacturer narrative:
Evaluation of the returned device found evidence to suggest deformation prior to overload fracture.

Event description:
It was reported that patient underwent a trauma foot procedure on (B)(6) 2013. During the procedure while the surgeon was inserting the screw with the ratchet screwdriver, the head of the screwdriver fractured off into the screw. The surgeon attempted to removed the fractured piece from the screw but was unable to. As a result, the fractured piece remained in the screw and was implanted in the patient.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.